Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using contralateral approach. The chronic totally occluded target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. After crossing a non-bsc guide wire, a 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed and was replaced with a 2mm×4mm non-bsc balloon catheter. Flow recovery was confirmed and the procedure was completed. No patient complications nor injuries were reported.